Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. If additional relevant information becomes available, a follow-up will be submitted.

Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected to a homechoice machine with an unknown cassette in dwell 5 of 5. The technical services representative (tsr) assisted the hp with troubleshooting the alarm and reviewed proper procedures per the user manual. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.